Event description:
--

Manufacturer narrative:
The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing was performed on all ports with no issues noted. The device was programmed to ddd pacing mode and atrial and right ventricular pacing was confirmed at 60 bpm. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The clinical observations of no pacing output could not be confirmed.

Manufacturer narrative:
As of today, the device has not been received. This report will be updated when additional information is available.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. Upon connection to the chronic leads, no pacing output was observed and the patient experienced asystole. Several attempts were made to resolve this, but due to the asystole, transcutaneous pacing was required and a new device of the same model was implanted. The field representative believed the lack of pacing may have been a connection issue, but there was no time to investigate further. The new device and chronic leads had good pacing outputs and lead measurements. The explanted device will be returned for laboratory analysis.